Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model #419688, implantable pacing lead, implant date (B)(6) 2009; model #5076-45, implantable pacing lead, implant date (B)(6) 2009; model #694765, implantable tachy lead, implant date (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.